Manufacturer narrative:
The actual device was tested by the service provider on 09/21/2018. The flow rate accuracy was within the +/- 5% specification. The pump met all specifications as intended. The reported issue was not confirmed.

Event description:
On 09/17/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2018 and reported an under infusion issue in which "(the pump) reports the infusion is complete that 260 ml has infused of a 260 ml bag but there is still about 80 ml left." There was no patient injury or harm. Medication being infused was unknown.